Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr checked the battery capacity which read 17.5 ah but the system would not boot-up on battery power. Technical support was contacted regarding the battery capacity. Technical support suggested the fsr replace the circuit breaker. The fsr replaced the circuit breaker but the same issue occurred. The fsr replaced the power manager board and batteries, which allowed the system to fully charge. With the batteries and power manager board replaced, the system operated to manufacturer specifications and was returned to clinical use. The suspect components were returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the perfusion system was unplugged, it shut down. The user was moving the system into the operating room (or) for surgery when this occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.